Manufacturer narrative:
Correction: k133317.

Manufacturer narrative:
Result: the penumbra system 5max ace reperfusion catheter (5max ace) was fractured underneath the strain relief approximately 1.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that upon removal from the packaging the 5max ace was found broken at the hub. Evaluation of the returned device revealed that the 5max ace was fractured underneath the strain relief. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is removed from the packaging hoop with force at an angle, it is likely that damage such as this may occur. These devices are 100% visually inspected from damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using the penumbra system 5max ace reperfusion catheter (5max ace). Upon removal from the packaging the 5max ace catheter was found broken at the hub and was not used. The procedure continued using a new 5max ace catheter.